Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was around 305 mg/dl and 312 mg/dl at the time of incident and the current blood glucose level was 400 mg/dl. The customer was assisted with troubleshooting. The customer stated that the symptoms related to high blood glucose such as muscle soreness, nausea and cramping. The customer was treated with insulin pump for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was not active. Customer stated insulin exited at the quick release. Customer wishes to check basal rate settings for accuracy. Customer reports basal rates were programmed accurately. Customer reports bolus wizard was programmed accurately. Customer reports bolus history displays all bolus entries based on their recollection. Customer states they were not worn during a medical procedure or test around magnetic resonance field. Customer was able to pass displacement test. The device will not be returned for analysis.